Event description:
Per the clinic, the patient experienced a blow to the head resulting in loss of osseointegration and subsequent fixture loss. It is unknown whether there are plans to reimplant the patient as of the date of this report. The implanted date is estimated to have been (B)(6), 2010.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the patient was reimplanted with a new device (B)(6) 2012 (day not reported). Device not available for analysis. This report is filed (B)(4) 2012.